Manufacturer narrative:
Correction to b5 as information as information was inadvertently not included on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable the device was damaged at the repair facility. However, the specific root cause of the event could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer stated the monitor made loud pop sound then went off. The procedure was therapeutic.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found smoke came from the monitor, the digital visual interface 1 in socket was damaged, and components/board smelled burnt. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that they were unable to turn on the high definition lcd monitor. The issue was found during a laparoscopic cystectomy procedure. The procedure was delayed for ten-minutes and was completed using a similar device. There were no reports of patient harm.